Event description:
It was reported that nurse could not interrogate a vns patient due to programming system issue. Upon wand battery check, nurse reported that the green light would stay on for only a few seconds; however, 9v battery was changed but the fault persisted. It was reported that nurse checked the usb cable to tablet, but could not have the programming system working. Troubleshooting was performed by the company representative and after replacing the usb cable with a known working one, the programming system performed as intended. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.